Event description:
It was reported via repair work order that the brakes had malfunctioned due to malfunctioned brake schism and pads. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.